Event description:
A peripherally inserted central catheter (PICC) was successfully placed for antibiotic treatment. It was noted post placement that the catheter was cracked. The catheter was successfully removed via the proximal end and another PICC was placed for continuation of treatment. No pt complications were reported in this event and the pt was subsequently discharged. The device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other compliants to date on this lot number. However, without evaluating the device co is unable to determine if it met specifications. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause of the event. The co's directions for use outline appropriate placement, access and maintenance procedures. User facility medwatch report incorrectly stated lot number as 839865. Co records show this is not a valid lot number. Correct lot number is 839868.